Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient was in the clinical study office having a sensor applied. As soon as it was put on, the patient stated the area hurt and it was bleeding. He was told to return if the issue continued. About an hour later he called the site and reported it was still bleeding and hurt every time he moved his arm. He returned to the office and the site was still bleeding so they removed the patch and noted that 'the needle was sticking straight up on it.' The sensor was inserted into the arm, which is off label usage of the device. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.